Event description:
Patient was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Pump insulin delivery histories were reviewed with the patient and confirmed as correct, and the patient remained on insulin pump therapy throughout his hospital stay. The patient has adjusted his basal insulin delivery rates and has continued to use the pump with no reported subsequent events.